Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the keypad was intact and all keys responded appropriately. The keypad cover was removed; no contamination was found under the key contacts. The keypad button complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.